Event description:
Caller reported that there was damage to the pump housing and usb port, which affected the ability to charge the pump. However, the pump had not shut down due to this issue. There was no adverse impact to the customer's blood glucose level. Technical support took corrective action by replacing the pump. Customer reverted to an alternative method of insulin therapy.